Manufacturer narrative:
On january 08, 2026, the mentor failure analysis lab has received the device for evaluation. On january 20, 2026, mentor updated the complaint's coding for accuracy. Code e040203 for local reaction has been added in section h6-health effect - clinical code to captures the patient's previously mentioned nonspecific inflammation and/or infection. On january 21, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the issue reported were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D6b. Explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or cos reference number: (B)(4).ntributed to the potential event described in this report. Manufacturer.

Event description:
It was reported that a 36-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed with an image. As a result, the patient is to undergo device explantation on (B)(6) 2025.

Manufacturer narrative:
On december 10, 2025, mentor received additional information regarding the patient's event. It was reported that the patient had also experienced swelling and tenderness. In addition, on (B)(6) 2025, the patient went to the emergency room; the breast had a moderate-sized peri implant effusion, diffuse enhancing capsular thickening, and surrounding edema suggesting nonspecific inflammation and/or infection. The patient's replacement device was a non-mentor implant (motiva). Manufacturer¿s reference number: (B)(4).